Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with start dose amikacin 250mg intraperitoneal and vancomycin 1gm fintraperitoneal followed by injection vancomycin (500 mg, once in 5 days, intraperitoneal ) and injection amikacin (100 mg, once daily, intraperitoneal ) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information was available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b2, b5, b6, b7, d10, e1, h6 and h11. B5: upon follow up, it was reported that the cause of the peritonitis was a breach in aseptic technique. The breach in aseptic technique was further not described. The peritonitis was manifested by abdominal pain and diarrhea. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with injection amikacin (250mg, stat, intraperitoneal, one dose) and vancomycin (1gm, stat, intraperitoneal, one dose). The following day, the patient was treated with injection vancomycin (500 mg, once in 5 days, intraperitoneal, discontinued after 13 days) and injection amikacin (100 mg, once daily, intraperitoneal, discontinued after 13 days) for peritonitis. The patient was discharged four days after hospital admission. Seventeen days after event onset, the patient was recovered from peritonitis. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.